Manufacturer narrative:
Additional information: problem code 1184 captures the reportable issue of gauge reading inaccurate. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the needle of the gauge keep fluctuating during inflation. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. **additional information received on september 02, 2019** the anatomy location was the papilla of vater.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the needle of the gauge keep fluctuating during inflation. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the needle of the gauge keep fluctuating during inflation. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on september 02, 2019. The anatomy location was the papilla of vater.

Manufacturer narrative:
Problem code 1184 captures the reportable issue of gauge reading inaccurate. Investigation results: a visual examination of the returned complaint device revealed that the device did not have any damages. The gauge needle was at 0 atm when received. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water until it reached to 10 atm for 30 seconds; there was no issues observed. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.